Event description:
It was reported to the manufacturer, by facility, the base casting cracked on their lift. During a transfer, a patient was suspended and fell with no reportable injury. Follow-up investigation confirmed no injury. Preliminary evaluation based on digital images suggest improper use in that the mast appears to be not fully seated onto the base. Over a period time this could cause it to eventually tear through the mast material and fall forward. Evaluation of physical device is in progress. (B)(4).

Manufacturer narrative:
Joerns is sending report to lift manufacturer.